Manufacturer narrative:
It was reported that a patient required a foley catheter exchange after it was noted that urine was leaking from the vent material of the urine-meter drainage system. Reportedly, the incident was noted within less than 24 hours of the foley catheter being placed in the patient. The foley catheter was discontinued and a new foley catheter system was inserted. There was no reported impact to the patient. There was no serious injury or follow-up care reported related to the event. Due to the reported event and need for foley catheter re-insertion, this medwatch is being filed. The reported issue of a leaking vent was verified through functional evaluation of the received sample. There is no definitive root cause for the leakage at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that patient required a foley catheter exchange after it was noted that urine was leaking through the vent material of the urine meter drainage system.